Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a hypoglycemic event of unclear cause, with a blood glucose of 65 mg/dl while using a steel cannula set (6 mm), and the episode was managed with oral glucose tablets, after which glucose rose to 75 mg/dl and stabilized around 94 mg/dl. Symptoms included no reported clinical symptoms during the episode. Outcomes included resolution of hypoglycemia without the need for medical intervention or hospitalization. Investigation included troubleshooting and education completed with the user. Investigation of this case revealed no device alarms reported at the time of the event and no device malfunction identified based on user report. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.